Event description:
Customer reports that they obtained results of 30 mg/dl and 234 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.